Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube, reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack on the screen. The customer stated she woke up and noticed the damage. The customer stated she is able to read the display but it is difficult since the crack goes all the way across. Blood glucose value was 155 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.